Event description:
Additional information received: the head of the screw came out, and the body remained in the bone. The patient underwent re-operation and the broken screws were replaced with larger size screws.

Manufacturer narrative:
Radiographic image review comments: ap scoliosis x-ray shows tl rod screw construct. A deformity is present. Lateral x-ray of 1. At the bottom of the construct,there appears to be a screw fracture with separation of tulip from shank and the set screw appears as on the other side. Magnified fluoro view of bottom of the construct shows similar findings to 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 55840005545, lot # h5807416 - visual inspection confirmed the screw was returned with the bone screw shank separated from the pedicle head. Macroscopic inspection revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for scoliosis. It was reported that the screws were broken post operatively. Screws were replaced with larger size and diameter screws. There were no patient symptoms reported. There were no further complications reported regarding the event.